Event description:
It was reported that this lead was explanted due to lead fracture in the area of suture sleeve approx. 36 months after the implantation. High pacing impedance and incorrect tachycardia detection (no shocks delivered) were also reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 27 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The analysis showed that the insulation was found damaged 24 cm distal to the df4 connector pin. In this region the inner conductor coil was found fractured, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Additionally, the suture sleeve was thoroughly analyzed, no anomalies were found that might have led to the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.